Event description:
It was reported that the pump was intermittently hot to touch and resulting in multiple temperature alarms being received. Reportedly, the pump was not exposed to extreme temperatures and the alarms continued to occur. Customer's blood glucose level was not impacted. Customer was not using the pump for insulin therapy at the time of alarm. The customer reverted to manual injections for insulin therapy.